Event description:
Caller states that the patient was tested on 2 devices. The patient tested 7.5 inr and 6.5 inr, but the caller is unsure which device produced which result. Caller is also unsure which vial of test strips produced which result. A lab was drawn and produced a result of 5.4 inr. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Other vial of strips used: 3116247001, 364a, 1/31/08.